Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The reported deployment issue was confirmed. It is likely that the delivery system was inadvertently advanced forward during deployment resulting in the stent prolapsing resulting in deployment failure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Following pre-dilatation, it was reported that a 4.5x120mm supera peripheral stent system was advanced to the target lesion; however, the stent failed to fully deploy. About 4/5 of the stent deployed inside the introducer. The release lock was opened, but the stent could not fully deploy even though the thumbslide was pushed several times. The delivery system and stent were removed as a unit under fluoroscopy. The procedure was successfully completed with a new supera stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.